Event description:
Treatment of an avm with onyx. It was reported the catheter was used to inject 4.6 ml of onyx. There was approx 2 cm of onyx reflux. Upon removal, the catheter separated at approx 10 cm from the distal section and the broken segment stayed in the artery. No pt injury reported. Same event as MDR #2029214-2010-00224.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event. (B)(4).